Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using the returned accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device log suggests the ECG portion of the onestep multifunction cable was not connected to the ECG port of the device based on the lead recognition stored from the event. The log does not have show any faults that would suggest a device malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a 48-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.